Event description:
The reporter had gotten an er1 message on the meter. Comparing the confirmation dot on the test strip, reporter stated it matched 350 mg/dl on the strip vial color chart. During troubleshooting, reporter's meter displayed a hi message. No further details were given. No harm was alleged. Followup attempts to contact the reporter to confirm the reported readings, and to obtain further information, have not been successful.